Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 10-jan-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to this report for the second event. It was reported that the endotracheal tube twisted. The device was not replaced. The device was in use for 78-hours. The patient is deceased. Additional information received 15-dec-2022 stated "after speaking to both the picu [pediatric intensive care unit] director and the patient safety and quality nurse manager for the hospital, [the clinical nurse consultant (cnc) had] been informed that [she was] unable to provide the date and cause of death at present due to ability of being able to identify patient with the information already provided."